Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty latch on tower door number 2 and general wear on the keyboard cover due to regular usage. A field service engineer (fse) replaced tower latch after removed and reinstalled the latch cover, and preventive maintenance was performed on the device, including replaced the worn keyboard cover. The actions restored proper door operation and ensured overall device functionality with no further issues observe. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door jammed and failed repeatedly. Although the issue could be temporarily recovered, the door continued to fail again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.